Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. It was observed the syringe in the photo was much larger than the syringes manufactured at the canaan facility. The syringe in the photo provided was not manufactured in the canaan facility. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10

Event description:
It was reported that unspecified bd¿ syringes have foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: we currently use a number of your bd syringes (sizes 1ml, 3ml, 20ml, 30ml, and 60ml). We have identified that some of the syringes have what appears to be small black dots that are on the inside of the syringe. These have been found in all the sizes mentioned above.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringes have foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: we currently use a number of your bd syringes (sizes 1ml, 3ml, 20ml, 30ml, and 60ml). We have identified that some of the syringes have what appears to be small black dots that are on the inside of the syringe. These have been found in all the sizes mentioned above.